Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature was displayed incorrectly on the 39th day of use. It was stated that two cases occurred in a row. Per follow-up information received via ibc on 08mar2022, stated that it was unknown if both events occurred on the same day and it was unknown if there was any power issue.

Event description:
It was reported that the temperature was displayed incorrectly on the 39th day of use. It was stated that two cases occurred in a row. Per follow-up information received via ibc on 08mar2022, stated that it was unknown if both events occurred on the same day and it was unknown if there was any power issue.

Manufacturer narrative:
The reported event is confirmed cause unknown. A temperature sensing catheter extension cord was returned opened without original packaging. A photo sample was also returned. No damage to the cable was noted from the photo sample. An evaluation for erratic display could not be completed from the photo sample. The physical sample was evaluated. No damage to the cord was noted. Connections of the cord to the plug and socket were secure. Using a multimeter, the cord was tested for and found to have continuity. The cord was connected to an in-house temperature sensing catheter submerged in a water bath (119118 lot ngevz327) the cord was then attached to a kilo device. Temperature erratically displayed between 28 and 36 degrees celsius. The sample meets the specification "plug and jack must be firmly secured to wire." A potential root cause for this failure is "input female connector wears out". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "labeling was reviewed and found to be adequate as it states "for use with bard temperature-sensing products and accessories". Correction: d,g,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.